Event description:
A vaxcel peelable sheath set was being used in the placement of a PICC line in 2005. Upon attempting placement, the peelable sheath tore along the perforation for the first two-thirds of the way and then it broke off with the sheath in the patient. The physician was able to use a forecep to remove the sheath. Another sheath was used in order to finish placement. Plase note that this was the same procedure as MDR 6000126-2005-00298.